Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with an atrial lead exhibiting loss of capture. A chest x-ray was performed and the atrial lead was found to be dislodged. During the procedure, it was noted that the atrial lead was found to have insulation damage. The atrial lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.